Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The tip of the drill bit is broken off near where the shaft transitions to the cutting flutes. This complaint is deemed invalid. Device is a veterinary product. Device is similar to a device marketed for human use.

Event description:
A synthes vet consultant reported that during a procedure using 2.4 headless compression screws, the tip of the 2.0 drill bit came apart in the bone of the dog, leaving metal fragments behind. Fragments were not retrieved.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Drill bit was missing the distal end. The instrument design was investigated, reference nr complaint (B)(4), and determined to be sufficient. The geometry is governed by the implants it must work with, specifically a 1.0 guide wire, and a 3.0 cannulated screw which requires a 2.0 tap drill size. Synthes cutting instruments are fabricated from high carbon martensitic stainless steels that are heat treated to meet stringent technical requirements. Design, manufacturing and workmanship factors contribute to the excellent clinical performance of cutting tools that are used for a variety of demanding surgical procedures. Twist drills, saw blades, burrs, and medullary reamer heads will eventually lose their cutting edge sharpness and become dull with repeated use. Since it is not possible to determine the static/fatigue loading on the construct or the number of uses, this complaint is deemed invalid. Corrected data: original awareness date is (B)(6) 2011.

Event description:
This is report 1 of 1 for this complaint (B)(4).